Event description:
A dialysis facility reported that a patient gained weight during a hemodialysis treatment. The pt. Was asymptomatic and the problem was only discovered post-treatment. The machine showed that the goal set (2,900ml) was removed. The pre and post weights indicate that there was a weight gain of approximately 3.9 kg. There was no serious injury or illness.